Event description:
A curaplex brand nasopharyngeal airway migrated into the patient's nasal passage due to a poorly designed flange on the proximal end of the airway, designed to prevent this from happening. The flange is too small, and the airway can (and did) slide into the nose requiring removal with kelly forceps in the emergency department. FDA safety report ID # (B)(4).